Manufacturer narrative:
No report of patient involvement. A ge healthcare biomed performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a bent connection pin on the flow sensor. The flow sensors were replaced.

Event description:
The hospital reported that mechanical ventilation was not functional. There was no report of patient involvement.